Event description:
A trilogy evo was returned to the third-party service center for a ventilator service required alarm. There was no allegation of serious or permanent harm or injury. The trilogy evo was returned to the third-party service center for evaluation, during the evaluation, the device failed the active exhalation test and review of the error logs showed a failure in the machine flow sensor. In conclusion, the device's 3-way solenoid valve and flow sensor were replaced to address the issue.